Event description:
When doing the final tightening with the antitorque instrument, the surgeon heard a sound, and discovered that the blocker was broken inside the screw head and it could not be removed.

Manufacturer narrative:
Additional information, has been requested and if received, will be supplied on a supplemental.